Event description:
Livanova (B)(4) received a report that a just before using the s5 erc tubing clamp / 500mm, the clamp opened on its own. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Through follow-up communication livanova learned that the hospital biomedical engineers dismantled the device. The device was requested back to be repaired but no answer from the customer has been received so far. Thus, it is unclear if the clamp will be returned or not. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: based on troubleshooting finding and service activity results, it is unlikely that the reported issue had been caused by a clamp failure thus, it cannot be ruled out that the clamp opened on its own due to device unrelated factors (i.e. User inadvertently pushing the opening function button on the control panel).

Manufacturer narrative:
H10: the affected device was returned to the manufacturer site for repair. No deviations could be identified during functional tests and the reported issue could not be reproduced. It was identified that the ferrite was missing thus it was mounted. The unit was greased and returned back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.